Manufacturer narrative:
This report is being submitted to relay corrected information. The following sections are being reported: it was reported that the dr used another implant to complete the procedure. This event is not considered a complaint as further clarification confirmed the implant was opened and not used. Another implant was successfully placed in the same procedure; therefore, the event is considered a same day replacement. Date rec'd by MFR: 31 may 2019. Follow up correction: the event was reported as a serious injury prior to additional information received. Correction. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dr used another implant to complete the procedure. This event is not considered a complaint as further clarification confirmed the implant was opened and not used. Another implant was successfully placed in the same procedure; therefore, the event is considered a same day replacement.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report. The reported device has been received for evaluation. Investigation has not begun, however. Once the investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant lost sterility. The implant was removed and the patient was sent home to heal. No other information available at this time.